Event description:
It was reported that the device experienced early battery depletion. This was thought to be due to the threshold on the left ventricular (lv) lead. The device was ex planted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 5076-45 lead, implanted: (B)(6) 2005. (B)(4).